Manufacturer narrative:
Additional information was added d9, h3, h4, h6, h10. H4: the lot was manufactured between july 11, 2020 to july 13, 2020. H10: seven (7) actual samples were received for evaluation. A visual inspection along with magnification was performed with the fill port caps removed which observed a loose particle matter inside the fill port connector in only two samples. The reported condition was verified in two samples; however, was not verified in the other five samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.:

Manufacturer narrative:
This event occurred on an unspecified date between (B)(6) 2021 and (B)(6) 2021. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an unspecified location of seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. Further details describing the pm were not provided. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.